Event description:
The complainant alleged that during routine shift check by a clinician, when the device was put into defib mode, a "pacer disabled" message displayed momentarily. The complainant indicated that there was no pt involvement in the reported malfunction.